Event description:
The pt was breathing off of their liquid oxygen system when it ran out of oxygen. The contents indicator scale part number b-775183-00, was believed to be inaccurate. The pt was found lying on the floor of their apartment gasping for breath. The pt immediately went to the hosp in 2003. They expired in the hosp 3 days later. It is unk if there was also a liquid gauge to indicate how much liquid remained in the unit.